Event description:
A discordant phosphorous result was obtained on an advia 1800 for one pt. The result was reported to the healthcare provider. The pt sample was repeated on the same advia 1800 system and the corrected result was reported. There was a report that the pt received a phosphate (polyfusor) infusion because of the low result. The pt had a pre-existing large bell lymphoma medical condition and was receiving treatment that might have been interfering with the assay.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse checked the instrument and was unable to find a problem. This was considered an isolated event. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further eval of the device is required.